Event description:
Complainant alleged that while attempted to defibrillate a patient (age & gender unknown) the device failed to allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is stll under investigation.